Event description:
The customer stated that insulin leaked from the reservoir into the reservoir compartment and also under the screen of the insulin pump. The customer stated, she experienced high blood glucose as well. No blood glucose reading was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge.